Event description:
Prior to the information that the impedance measurements were ¿nothing out of the ordinary,¿ it was reported impedance measurement results were invalid.

Manufacturer narrative:
Analysis results for neurostimulator model 7428 serial# (B)(4) showed no significant anomalies.

Event description:
It was reported the patient experienced a loss of therapeutic effect after a battery replacement. It was also reported multiple reprogramming sessions took place and the impedance measurements were 'nothing out of the ordinary.' It was reported the patient's battery was replaced and the patient was 'doing fine' and would be following up for programming. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.